Event description:
During stone fragmentation procedure using a lithotripsy machine, pt alleges she rec'd a burn on the buttocks. This went unnoticed at the time of the procedure by the hosp; all they noticed at the time was a redness at right flank. Two weeks later, it was brought to the attn of the dr by the pt's mother. Dr stated burn was healing at that time. Pt's mother notified hosp of burn in 2008, who in turn notified owner of the unit, lithotripsy mgmt associates, on the following month, who then notified karl storz in 2008.